Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that there was a motor stall seen at the initial interrogation of the pump. The patient recently had a MRI. The MRI was done on (B)(6) 2019 around 10 pm and the pump was never interrogated post MRI until the next day. The pump did not recover from the stall and was alarming. The drug and concentration were unknown but it was stated the dose was 52 mcg. No further complications were anticipated/reported.